Event description:
It was reported that an axial length change occurred. A promus premier stent delivery system was advanced to an unspecified vessel and was deployed; however, it was noted that an axial length change occurred. The procedure was completed by post dilating the lesion. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).